Event description:
Reporter stated that insulin leaked into the patient's device. Reporter stated they started to investigate when the patient's blood glucose began to rise. Reporter and patient found 50 units of insulin had leaked into the cartridge compartment, but did not find anything that was broken. Patient inserted a new cartridge and administered a correction bolus. Patient's current condition is good.